Event description:
It was reported that a dexcom app crash occurred. On (B)(6) 2024, the patient reported that her dexcom app crashed. The patient could not recall when the app crashed or when she became aware of it. The patient eventually lost consciousness while her dexcom was not providing her with any readings. The patient¿s husband took her to the ER (emergency room). At the ER, the patient¿s bg (blood glucose) meter reading was 15 mg/dl. She was treated with a ¿hypoglycemic injection¿ three times, an unspecified antibiotic, and IV fluids. It was not specified how long the patient was unconscious or when she regained consciousness. The patient was discharged home after a ¿couple of hours.¿ the patient was in stable condition at the time of the report. Performance data was reviewed. The allegation was confirmed. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.